Event description:
It was reported that during a laparoscopic sigma procedure, the instrument did not work after a few times. The surgeon meant that the blade was damaged. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was received with a piece of I blade broken and not returned. Testing found a short on the device, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The instrument was disassembled. The active rod insulation was skived (insulation was scrapped exposing the active rod) at the butt end of the electrode near the weld. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The contact between the exposed surface of the active rod and the upper jaw creates an electrical short preventing that the power delivery from the generator resulting in an error code. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.